Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The DHR was reviewed and mrr 01929 was found on p/n 388.31.1 lot a4-c-e148 for does not fit g314.29.1.(B)(4). The product development engineer accepted the parts use as is. The rationale is not listed on the mrr form. The relevance of this nonconformance is not able to be determined. (B)(4) was found on p/n 388.31.1 lot a4-c-e148 for nibs on noses and failed first article. The parts were reworked for the nib and accepted. The first article was signed off by product engineer. The rationale is not attached. The relevance of this nonconformance is not able to be determined. Placeholder.

Event description:
It was reported that while working on saw bones the tip of the long small hexagonal screwdriver broke off. No additional information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product has been received. Device evaluation is anticipated, but not yet begun. No conclusions can be drawn at this time.

Manufacturer narrative:
According to the product development evaluation, the reported 2.5mm hexagonal screwdriver is included in the universal spinal system (uss) and click¿x spine system. Other synthes legacy systems require a 2.5 mm driver to install implants and as it was not clear what spine system was being used for this complaint, this evaluation is focused on the system previously mentioned. The applicable technique guides were reviewed. This instrument is used to tighten the set screws mainly on the trans connectors and also the surgeons can use this driver to secure set screws on transverse bars and clamps for both previous implants as well as parallel or iliac connectors. These technique guides included caution notes and recommendations associated with proper use of this instrument. The received driver show distal tip damaged. The tip broke off and liberated part was not received. It is also noted that fracture is irregular (not flat). Evidence suggested that it is likely that excessive torque application and an off axis loading contributed to the failure of this driver. However this it is not clear how this driver has been used. A review of the applicable driver drawing was performed. These drawings call out the appropriated dimensions, material and finishing processes for a successful 2.5mm driver design. No changes were identified that affected related to the affected distal tip area or material. The driver instrument was found to be adequate for its intended use based on the evaluation results, it is not clear how the confirmed condition was caused however the design of reported device was found to be adequate for its intended use. The disposition for this complaint from a design perspective is indeterminate.